Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 193mg/dl,103mg/dl. Tests were done <10 minutes apart with a difference of 54%. Patient did not experience any adverse events. No further information has been reported.